Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "(B)(6) 2022 or (B)(6) 2022 ." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device. Per the customer, on " (B)(6) 2022 or (B)(6) 2022," the customer experienced sweating, dizziness, and could "barely sit up" and was provided "sweet dextrol" by a non-hcp for the treatment. No further information was provided. There was no report of death or permanent injury associated with this event.